Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should analysis be performed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement and muscle stimulation, the lead also exhibited high pacing thresholds, loss of capture and electrode end damage. No additional adverse patient effects were reported.